Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient with diabetes (pwd) received line blocked alarms. Pwd reported waking up and resolving the issue by changing the cleo infusion site. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.